Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient's pacemaker pocket site developed an infection which required antibiotic treatment. The entire pacing system was explanted. No further patient complications have been reported as a result of this event.